Event description:
"Summary: male patient experience mild peri orbital swelling (no treatment) - covered under (B)(4). Female patient experience facial swelling (kept overnight, brain CT-scan) - covered under (B)(4). The crna believed the pump caused the facial swelling, but the surgeon was not certain about that. On (B)(6), I covered a shoulder arthroscopy. We were using the crossflow pump. The pressure was at 35mmhg. The patient was a male who weighted over 300 pounds. The reason why we had the pressure at 35 mmhg is because the week prior this surgeon had another shoulder arthroscopy. This was a female who weighted (B)(6) roughly. This female patient had facial swelling in post op after the case. The crna thought the facial swelling was due to excessive pressure from the pump. For the male patient the surgeon wanted the pressure bumped down to 35 to see if that made a difference. The male patients case was roughly an hour and fifteen minutes long. We went through 2.5 bags of solution. The female patient the week prior, was under for much longer than that. They also went through a lof of fluid according to the or manager. I performed a pressure sensor test in accordance to the IFU. Everything checked out fine for the test. The female patient was kept overnight at the hospital and had several tests done. The facial swelling of the female patient decreased in the middle of the night. The patient was discharged the morning after surgery. The male patient had mild peri orbital swelling. No treatment was performed."

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the warranty seal was broken. There's physical damage to the chassis cover. All pcba¿s were undamaged, and all cables were properly seated. There¿s a revision b pressure sensor bracket assembled in the inflow housing. Functional inspection: testing was performed to replicate the complaint mentioned below. - manual pressure check: passed. -integration test: passed. -inflow bracket revision test: passed. Additional testing was performed to replicate the complaint and is mentioned below. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. Noisy stepper motors were noticed during handpiece activations. The pump booted up with the following software version: 01.04.05. The critical error log was reviewed and there were no errors related to the complaint. Although the reported complaint couldn't be reproduced, noisy stepper motors were noticed during handpiece activations. Also, there's physical damage to the chassis cover. The probable root causes for the reported failure involving this device could be due to 1) surgeon technique including incision sizes and procedure time, 2) variations in scope or cannula size or condition, 3) software error, or 4) user settings. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
"Summary: male patient experience mild peri orbital swelling (no treatment) - covered under pi (B)(6). Female patient experience facial swelling (kept overnight, brain CT-scan) - covered under (B)(6). The crna believed the pump caused the facial swelling, but the surgeon was not certain about that on (B)(6) I covered a shoulder arthroscopy. We were using the crossflow pump. The pressure was at 35mmhg. The patient was a male who weighted over (B)(6) pounds. The reason why we had the pressure at 35 mmhg is because the week prior this surgeon had another shoulder arthroscopy. This was a female who weighted (B)(6) pounds roughly. This female patient had facial swelling in post op after the case. The crna thought the facial swelling was due to excessive pressure from the pump. For the male patient the surgeon wanted the pressure bumped down to 35 to see if that made a difference. The male patients case was roughly an hour and fifteen minutes long. We went through 2.5 bags of solution. The female patient the week prior, was under for much longer than that. They also went through a lot of fluid according to the or manager. I performed a pressure sensor test in accordance to the IFU. Everything checked out fine for the test. The female patient was kept overnight at the hospital and had several tests done. The facial swelling of the female patient decreased in the middle of the night. The patient was discharged the morning after surgery. The male patient had mild peri orbital swelling. No treatment was performed. "